Event description:
The customer reported that her blood glucose was 558 mg/dl, and she questioned whether she had programmed the insulin pump correctly. Troubleshooting was performed. The settings in the insulin pump did not sound accurate and the customer could not confirm whether or not her basal rates were correct. The customer stated she really did not know what she was doing or what everything meant in the bolus wizard. It was explained to the customer that the inaccurate settings could be the cause of her high blood glucose and she would need to call a doctor to obtain accurate settings. Troubleshooting could not be continued based on the inaccurate settings. The customer stated she had a back-up plan and treated with manual injection. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).